Manufacturer narrative:
A search for non-conformances associated with the actual part/lot number combination could not be performed as the lot number was unknown. The actual device was discarded by the user facility and was not available for return to the manufacturer for analysis. The alleged product issue could not be confirmed. Supplemental imaging was not provided for review. The event as described could not be confirmed. If more information is received at a later date, and analysis will be performed and a supplemental report will be submitted.

Event description:
It was reported that the patient was submitted to a pre evar inferior mesenteric artery embolization. The plug selected for treatment migrated. A snare was used to remove it. The ima was then embolized with coils. The procedure was successful.